Event description:
Three devices (part # cev647b5, cev633h, cev669e) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 3: cev633h (lot #201111mf1) - manufacturing date: 11/01/2011. Device 3 of 3: cev669e (lot #200910mf4) - manufacturing date: 10/01/2009. The device (part # cev647b5) was evaluated and indicated that the instrument sheath was damaged and showed signs of impact. The instrument sheath was damaged and showed signs of impact. The instrument sheath was most likely damaged by shock or abrasion during use or reprocessing cev633h was evaluated and indicated that the coating of the wire and the wire near the jaws were damaged. Very likely after shocks or abrasion during reprocessing or use. Cev669e was evaluated and no problems were observed. Instrument was compliant with manufacturing specifications. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).